Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Sample device was not returned for analysis. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that post implantation of an intraocular lens (iol) the patient experienced starbursts at night. The iol was exchanged in a secondary procedure approximately 2 months following the initial procedure.